Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "extracapsular rupture", "small amount of periprosthetic laminar fluid."

Event description:
Healthcare professional reported right side "extracapsular rupture, mastalgia" and "the right implant shows images consistent with folding and a small amount of periprosthetic laminar fluid" confirmed via MRI. Device remains implanted.